Event description:
After patient treatment with juvederm ultra in the tear troughs and the lips, the patient experienced bruising and swelling at the injection site. A week later, the patient experienced blisters under the eyes around the tear troughs that lead to the eyes being swollen shut. In addition, red spots or blotch appeared around that area and it started to itch. The patient used ice and took benadryl to hasten the symptoms. The physician believes it is an allergic reaction or infection and prescribed keflex and medrol dosepak for the patient. The patient said, "every day it has gotten better and improved" but it has not totally gone away. The patient will continue to follow-up with the physician.